Manufacturer narrative:
Batch review performed on 16 october 2019: lot 152520: (B)(4) items manufactured and released on 29-sep-2015. Expiration date: 2020-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery performed 3 years after stem implantation. The patient underwent a first revision of the acetabular component 1 year after primary surgery due to suboptimal position of the cup. Radiographic images provided show the presence of radiolucent lines in proximal gruen zones and the stem looks slightly undersized. The reason of this choice is unknown: particular patient anatomy or bone morphology may be a reason but this cannot be determined on the basis of images received. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 3 years and 2 months after primary the surgeon revised the patient hip for stem loosening. All hardware revised successfully. Between primary and this surgery the patient had another revision for infection on the (B)(6) 2017 where all acetabular components and the ceramic head were revised.